Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 5 of 5.

Event description:
The wound was leaking after the trocar was removed and a stitch was used to close the wound.